Manufacturer narrative:
E.1 country should be united states and not puerto rico on the initial manufacturer device report number 1220648-2024-22387.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the impella cp was being primed and before the pump was inserted into the patient, an impella stopped alarm was noticed. The doctor decided to open and use a new catheter. The patient remains on impella support.